Event description:
On 09/02/2024 it was reported by an arthrex employee via (B)(4) that an ar-12990n scorpion needle - after injection, it was confirmed on the operating table that the tip of the needle had been broken. Through intraoperative imaging, the surgeon confirmed that the broken needle fragment was within the joint. They could not find the broken tip under endoscopic observation and could not be removed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error. Specifically, striking the bone or using excessive force to pass the needle through fibrous/calcific tissue. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was received.